Event description:
New information received indicates externalized conductors were observed via fluoroscopy.

Event description:
It was reported that during a device change out, an insulation breach and fracture were observed on the lead. The lead was explanted and replaced successfully. Patient will continue to be monitored.